Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's ac connector port was found to be damaged and the device failed to power on. The ac power cable needs to be replaced. Additionally, during the evaluation the dc port was found to be damaged and needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. No repairs were performed as the device was scrapped.